Event description:
A continuous cycling peritoneal dialysis (ccpd) patient caregiver called technical support stating that the clinic advised her to call and request the cycler be replaced due to drain complications and a large manual drain (5000ml) following treatment. The caregiver added that the patient was okay following the drain. Upon follow up contact with the patient's peritoneal dialysis rn (pdrn), she confirmed that the patient did have a large manual drain volume following treatment. She added that there was no serious injury or need for medical intervention as a result of this event. The patient continues with the ccpd program. The patient's prescribed treatment fill volume is 1500ml. The reported drain volume of 5000ml was 333% over the expected drain volume which resulted in a reportable device malfunction.

Manufacturer narrative:
A review of the information available was performed by the post market surveillance department. A large manual intra-peritoneal drain occurred following treatment with an undetermined cause. There was no adverse event associated with this reported large drain volume. A supplemental medwatch report will be submitted upon completion of the device investigation.